Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as a final submission. The investigation is complete. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was august 3, 2018 where it was reported that the device had a damaged comb and the roller, bushings, side plates, comb, and roller gear were replaced. This is not a related issue. On april 24, 2019, it was reported that the comb was bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Product review of the skin graft mesher on june 17, 2019 revealed that the comb was bent. The pretests could not be performed due to the damaged comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on june 17, 2019 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Notification number 300168974 dated 4/25/2019. Although the reported event was confirmed during inspection of the device, and the device was found to be functioning as intended after the repair was completed, it cannot be determined from the information provided what caused the reported event. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the comb was bent. The event occurred during surgery. There was no harm and delay in the event. No adverse events were reported as a result of this malfunction.